Manufacturer narrative:
Date of event: unknown, not provided. A complete catalog #, expiration date, and unique identifier (UDI#): unknown, not provided as the serial number was not provided. If implanted, give date(s): unknown, not provided. If explanted, give date(s): unknown, not provided. Device manufacture date(s): unknown, because the serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol), the capsule tore. Additional information was received and it was learnt that the lens was inserted into the eye and it cut the capsule causing vitreous to come forward. A vitrectomy was performed and a non-amo sulcus lens was implanted. Reportedly the incision was enlarged and 10-0 nylon suture were placed to close the incision. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.